Event description:
(B)(6) of (B)(6) contacted winco mfg on 10/18/2010 to report a patient injury. The initial report was the patient had 'fallen backward out of the chair' and broken her hip. Winco contacted mr (B)(6) on (B)(6) 2010 to investigate the issue and were told that the patient was reportedly 'launched forward' out of the chair. Mr (B)(6) stated at that time that it was unknown if the patient was alone or with an attendant. Mr (B)(6) also stated that the chair had been examined and there was no defect with the chair and that it was not possible for the patient to be 'launched forward' out of the chair. A follow up call was made on (B)(6) 2010 but no additional information was available concerning the incident. An additional follow up call was made on (B)(6) 2010 and still no additional information was available regarding the incident. Mr (B)(6) did state that the winco chair played no part in the incident.

Manufacturer narrative:
Upon further clarification, we are now filing the MDR.